Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13066. The pt had two leads from the same lot. It was reported the pt had fallen. Afterwards the scs system no longer performed as intended. As a result, the pt's scs system was explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.